Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unreadable while the customer in the load process. Reportedly, the display turned black and displayed white and blue dots. Customer had elevated blood glucose levels (672 mg/dl). Customer obtained manual injections to stabilize blood glucose levels and for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.